Event description:
It was reported that externalized conductors were observed via fluoroscopy. Lead remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient presented for an unscheduled follow-up due to oversensing of noise. Fracture was suspected. The lead was explanted and replaced with no complications during the procedure.